Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an upstream occlusion set alarm, which interrupted delivery. This alarm may have been a false alarm. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4).the device was received by baxter for evaluation, and the reported condition was confirmed in the event history but not duplicated. This complaint is an ancillary of (B)(4). The device was found to be inoperative. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up will be sent.